Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 45-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, vaginitis, vulvovaginitis, adenomyosis, panic attacks, uterovaginal prolapse, perineal pain, leiomyoma nos, ovarian cyst, submucous leiomyoma of uterus, cervical dysplasia, chest pain, eczema, grand multiparity, hsv infection, endometrial ablation and cholecystectomy. Previously administered products included for an unreported indication: lisinopril, triamcinolone cream and ibuprofen. Concurrent conditions included hypertrophy of uterus and menses irregular with excessive bleeding. Concomitant products included acetylsalicylic acid (aspirin), colecalciferol (cholecalciferol) and fish oil;vitamin e nos (omega 3 complex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes/ rashes or skin"), psoriasis ("allergic or hypersensitivity reaction type: psoriasis/ autoimmune disorder type of disorder: psoriasis"), rash pruritic ("rashes on forearm, knees, and neck - itchy"), bladder disorder ("bladder disorder or changes"), urinary tract disorder ("urinary tract disorder or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bacterial infection ("infection (other) describe: bacterial infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 1 month 27 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced back pain ("back pain"). On (B)(6) 2018, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with hydrocortisone and surgery (hysterectomy/ oophorectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, psoriasis, rash pruritic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, bacterial infection, migraine, headache, hypertension, fatigue, constipation and weight increased outcome was unknown, the dysmenorrhoea and abdominal pain lower had resolved and the back pain was resolving. The reporter considered abdominal pain lower, back pain, bacterial infection, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, migraine, pelvic pain, psoriasis, rash, rash pruritic, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Pathology test - on (B)(6) 2014: operative report pathology: patient presented with menorrhagia and requesting sterilization. Hysteroscopic evaluation revealed evidence of adenomyosis. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, menorrhagia, fatigue, anxiety, constipation, depression, hypertension, back pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, vaginitis, vulvovaginitis, adenomyosis, panic attacks, uterovaginal prolapse, perineal pain, leiomyoma nos, ovarian cyst, submucous leiomyoma of uterus, cervical dysplasia, chest pain, eczema, grand multiparity, hsv infection, endometrial ablation and cholecystectomy. Previously administered products included for an unreported indication: lisinopril, triamcinolone cream and ibuprofen. Concurrent conditions included hypertrophy of uterus and menses irregular with excessive bleeding. Concomitant products included acetylsalicylic acid (aspirin), colecalciferol (cholecalciferol) and fish oil;vitamin e nos (omega 3 complex). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("allergic or hypersensitivity reaction type: rashes/ rashes or skin"), psoriasis ("allergic or hypersensitivity reaction type: psoriasis/ autoimmune disorder type of disorder: psoriasis"), rash pruritic ("rashes on forearm, knees, and neck - itchy"), bladder disorder ("bladder disorder or changes"), urinary tract disorder ("urinary tract disorder or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), bacterial infection ("infection (other) describe: bacterial infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 1 month 27 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced back pain ("back pain"). On (B)(6) 2018, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with hydrocortisone and surgery (hysterectomy/ oophorectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, psoriasis, rash pruritic, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, bacterial infection, migraine, headache, hypertension, fatigue, constipation and weight increased outcome was unknown, the dysmenorrhoea and abdominal pain lower had resolved and the back pain was resolving. The reporter considered abdominal pain lower, back pain, bacterial infection, bladder disorder, constipation, cystitis, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, migraine, pelvic pain, psoriasis, rash, rash pruritic, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Pathology test - on (B)(6) 2014: operative report pathology: patient presented with menorrhagia and requesting sterilization. Hysteroscopic evaluation revealed evidence of adenomyosis. Concerning injuries reported in this case the following ones were described in patient medical records: dysmenorrhea, menorrhagia, fatigue, anxiety, constipation, depression, hypertension, back pain. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received- previously reported event ¿injury ¿ updated to ¿pain/ pelvic pain¿, events- ¿abnormal bleeding vaginal, menorrhagia, allergic or hypersensitivity reaction type: rashes/ rashes or skin, rashes on forearm, knees, and neck ¿ itchy, allergic or hypersensitivity reaction type: psoriasis/ autoimmune disorder type of disorder: psoriasis, bladder disorder or changes, urinary tract disorder or changes, bladder infection, urinary tract infection, vaginal infection, infection (other) describe: bacterial infection, migraines, headaches, blood or heart disorder/condition type: high blood pressure, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: constipation, weight gain, back pain, lower abdominal pain, she did not undergo essure confirmation test¿, reporter, lot number, medical history, historical and concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.